Event description:
It was reported that the ilet displayed a ¿dosing stopped, connect cgm or enter bg¿ message when the patient¿s continuous glucose monitor sensor had expired, and the agent assisted the patient in starting a new libre 3+ sensor within the ilet mobile app with successful activation and communicated the warm-up time. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin dosing after sensor replacement without reported medical intervention. Investigation included a review of device alarms and guidance through sensor setup and activation. Investigation of this case revealed that insulin delivery was appropriately paused due to unavailable continuous glucose monitor (cgm) data caused by an expired sensor, and functionality was restored following successful sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was user operation in the context of an expected sensor life-cycle expiration leading to unavailable cgm input.

Manufacturer narrative:
Initial.